Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. Visual examination of the sample was unable to note any defects. Sample was subjected to leak testing, during which the roller clamp was activated in order to cut off flow with passing results, no leakage was noted on the set. Based on the evaluation of the samples the reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: as reported by the user facility: "we have noticed that the filtered tubing we have been using is leaking at the end port between two of the plastic pieces. This is happening even when the roller clamp and the slide clamp are closed. Even when both clamps are closed, the tubing still leaks, and if the end of the tubing is raised above the bag, air flows into the end of the tubing."